Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the system returned off during the procedure. It is unk if the procedure was completed. No pt harm noted. Additional info has been requested.